Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The pt presented with angina. The lesion was located in the severely calcified mid left anterior descending (lad) coronary artery. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good".